Event description:
Device issue: mislocation - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unknown vessel after an unknown procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. It was believed that the "incision not wide enough, therefore, deployment done on the muscle." There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) - use of device issue - failure to follow steps/instructions. The customer reported the device was discarded. The lot number was not identified; therefore, a delivery history record review could not be performed.